Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the plastic tab that locks the camera did not function because of wear on the video connector latch. The root cause of the wear on the connector latch could be identified. As for the front panel failure, it's likely this failure was caused by a defect in the printed-circuit board (dxn board). The root cause of the defective printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, there was a front panel failure. This report is being submitted for the plastic locking tab not working, as well as the front panel failure.

Event description:
The customer reported to olympus, the plastic tab that locks in the camera is not working on the visera pro video system center. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found worn out video connector latch which was causing poor connection with pigtails. Faulty printed circuit board panel malfunction. The top cover and bottom chassis was corroded. The rear panel was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.